Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a black screen while the paired app indicated ¿ilet disconnected,¿ despite a solid green charging light and a recent full charge; a forced restart did not resolve the issue, and the user reverted to multiple daily injections while continuing cgm use. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and arrangements for device replacement with instructions to shut down the device and return it. This case revealed a suspected display or device power/display interface malfunction consistent with loss of screen visibility and loss of communication. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.